Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; a cracked battery compartment with intermittent power. The reporter denied damage to the battery cap or moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment at left side of grip from threads to case seal. There was no evidence of moisture contamination inside the battery compartment. The battery cap was not returned. A test battery cap was able secure and power on the pump. The pump was exercised for 12 hours with a test cap with no power interruptions occurring. The complaint of a power issue was not duplicated during investigation, however, the damaged battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.